Manufacturer narrative:
Device evaluation: a review of the device noted one opening assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV as well as exchange from textured to smooth due to concern with the product. The device has been explanted.

Event description:
Healthcare professional reported left side capsular baker grade IV as well as exchange from textured to smooth due to concern with the product. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/mar/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/may/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV as well as exchange from textured to smooth due to concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular baker grade IV as well as exchange from textured to smooth due to concern with the product. Device remains implanted.